Event description:
Device report from synthes (B)(4) reports an event: it was reported that the cutting end of the hollow reamer broke. No further information was provided. No reported patient or procedure harm noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the reamer components are part of the screw removal set and contain instruments required for removing intact or damaged screw that are difficult to remove. The reamer components are screw diameter specific (1.0mm-7mm) and have a range of screw head recess applications to choose from as appropriate. The returned reamer set has a significant piece of the cutting blade broken out from the distal end. The edges of broken section of the reamer head were inspected under magnification are homogenous and reflect good material consistency. Complaint description provides no information regarding the attempted application or method of use however, selection of the proper size reamer and recommended screw head mating components are critical to successful removal of screws as described in technique guide j8569c. The device was also not returned with a guide pin or is there evidence that one was used however, the method of use and/or application was not provided by the user. Drawings at the time of manufacture, se_498230 & se_495812 rev. A were reviewed and determined to be suitable for the vintage intended design and dimensional conformity when used and applied as recommended. The root cause of this complaint therefore cannot be determined with certainty. The complaint condition is confirmed and the risk assessment adequately addressed the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.